Manufacturer narrative:
Stryker evaluated the customer's device and was unable to duplicate or verify the reported issue. After observing proper device operation through functional and performance testing, the device was returned to the customer for use. The cause of the reported issue could not be determined.

Event description:
The customer contacted stryker to report that their device does not turn on intermittently. In this state the device may not be able to deliver defibrillation therapy if needed. There was no patient involvement reported with the event.